Event description:
It was reported that an unexpected reset occurred. There was no reported adverse impact to the customer's blood glucose level. Customer was informed that the reset was part of a routine pump system check to ensure proper performance, and it was confirmed as a built-in safety feature. Customer was educated on the need to manually restart dexcom cgm sessions, reload cartridges, and acknowledge the zero reset of insulin on board and max hourly bolus when the pump resets. Customer understood and successfully resumed insulin usage.